Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case and battery door. Error history log review found a motor rate error. Unable to duplicate the motor rate error during occlusion test. The root cause of the reported issue was unable to determined the intermittent of the error. Actions were taken to mitigate the reported issue: realigned leadscrew and clutch halves for preventive. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that the pump had a super cap error. No patient injury was reported.